Manufacturer narrative:
This event occurred in (B)(4). (B)(6).

Event description:
The customer stated that they noticed discrepancies in patient samples tested for estradiol on an e602 analyzer. The issue was first noticed when the laboratory performed a routine comparison measurement between the e602 analyzer and a second e602 analyzer at the site. Due to the discrepancy, the customer started checking patient samples that were measured some days before. The customer stated that around (B)(4) patient sample results were corrected. Only the estradiol test was said to be affected. The customer provided data for a total of (B)(4) patient samples. Of these, a total of (B)(4) had erroneous patient sample results that were reported outside of the laboratory. The customer stated that the lower values were considered to be the correct ones. The first patient sample was measured as part of the routine comparison. When tested on the e602 analyzer, it resulted as 34.74 pg/ml and this value was reported outside of the laboratory. The sample was repeated on a second e602 analyzer, resulting as 15.25 pg/ml. Refer to the attachment for results from the remaining 28 patient samples. The analyzer designated as number 1 is the affected e602 analyzer. The analyzer designated as number 2 is the second e602 analyzer. "Asku" indicates that the information was requested, but not provided. The patients were not adversely affected. The e602 analyzer designated as number one is serial number 1478-20. The serial number of the e602 analyzer designated as number two was asked for, but not provided. The field service representative checked the analyzer adjustments and nothing suspicious was observed. He cleaned the reagent probe. Precision studies were performed. No further issues were seen with estradiol or any other assay. A specific root cause could not be determined based on the provided information. Based on investigations, since discrepancies were observed with only the estradiol test, this indicates a contamination or an issue with the estradiol reagent. An issue with the reagent bottle is unlikely since controls were within specification.